Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported four false negative results with binaxnow covid-19 ag self-test on (B)(6) 2022 on nasal swab. The consumer stated that he performed 4 tests on (B)(6) 2022; two (2) tests for himself and two (2) tests for his wife and tested negative on binaxnow covid-19. A confirmatory test (pcr) was performed on (B)(6) 2022 and generated a positive result for him and his wife. This MFR. Report addresses test four (4) of four (4) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use.

Event description:
The consumer reported four false negative results with binaxnow covid-19 ag self-test on (B)(6) 2022 on nasal swab. The consumer stated that he performed 4 tests on (B)(6) 2022; two (2) tests for himself and two (2) tests for his wife and tested negative on binaxnow covid-19. A confirmatory test (pcr) was performed on (B)(6) 2022 and generated a positive result for him and his wife. This MFR. Report addresses test four (4) of four (4) tests. No additional patient information, including treatment and outcome, was provided.